Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in the hospital post discharge. Chest x-ray did not show any abnormalities. A small pneumothorax was noted on a computed tomography (CT) scan due to unrelated reason. The patient was discharged from the hospital because it was not very significant. Upon device check, the right ventricular (rv) lead exhibited intermittent capture at high output. The rv lead was repositioned. Atrial flutter ablation was performed. The patient¿s condition before, during and after procedure.

Event description:
New information received notes that the patient presented in the emergency room the day before the lead revision procedure. Echocardiogram revealed trace effusion and the patient had pericarditis. The physician did not indicate it was related to the lead and confirmed the lead looked normal on chest x-ray.